Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not provided. Low bg cause was not known. Customer consumed carbohydrates and glucose tablets and changed the infusion set and cartridge to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.